Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath¿ plus IV catheter there was foreign matter on the device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "there is foreign material (like a fiber) on the catheter tip."

Event description:
It was reported when using the bd angiocath¿ plus IV catheter there was foreign matter on the device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "there is foreign material (like a fiber) on the catheter tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-12. H6: investigation summary one photo and one sample were received by our quality team for evaluation. After visual inspection, a strip of loose, transparent foreign matter was observed on the cannula tip and attached to the back of the bevel. No cannula (hook point / point damage) and catheter damage were observed. No skiving mark was observed on the needle hub. The loose, transparent foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicated the foreign matter to be cellulose acetate propionate, which matches with the needle hub material. The needle hub was sent for ftir analysis, and the results showed that the needle hub spectrum had a very high matching percentage with the foreign matter sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.